Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Fell apart in me- vagina [foreign body in reproductive tract]. Went to take it out and it fell apart in me [complication of device removal]. Fell apart-tampon [device breakage]. Case narrative: consumer reported via social media that the tampon fell apart. No serious injury reported.